Manufacturer narrative:
The reported event of low impedance was unconfirmed. The reported event of stretched helix was confirmed. Final analysis found helix elongation consistent with having occurred during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the patient's lp exhibited low pacing impedance. Upon repositioning, the helix of the lp was noted to become stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.